Manufacturer narrative:
Date sent to the FDA: 06/22/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure in which the topical skin adhesive was used. On an unknown date, the patient experienced a heavy allergic reaction to the product which affected wound healing. The patient was treated with skinomen creme, aerius as well as antihistamines. After recovery, the patient has darker pigmentation of the skin.